Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the error of scope communication occurred due to a communication failure caused by the faulty cable. The cause of the faulty cable cannot be confirmed. The event can be detected/prevented by following the instructions for use which state: never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k camera head had no picture and an e224 scope communication error message was displayed. The issue occurred when preparing the scope for use in a therapeutic procedure. There was no delay and a similar scope was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, error code e224 was displayed on the monitor due to a faulty cable, the camera head connector failed a leak test and there was a faded label on the rear cover. This event is under investigation. A supplemental report will be submitted upon receiving additional information.